Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips were falling out of the applier. 09/09/1998 another er320 was pulled to complete the case.